Event description:
It was reported that suture placement in the left common femoral artery was attempted with three prostyle devices using the pre-close technique via an 18f sheath hole prior to a stent graft interpolation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred for all three devices. The suture of a new prostyle device were successfully pre-placed. The sheath was upsized and the stent graft interpolation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.